Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous high na, k, cl, and co2 results generated by unicel dxc 600 pro synchron chemistry analyzer. The samples were repeated on an alternate unit and lower results were obtained. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted.

Manufacturer narrative:
The ise system is calibrated every 24 hours by qc. Qc results are not provided. A bci field service engineer (fse) flushed the flow cell on (B)(4) 2010. On (B)(4) 2010, fse decontaminated the flow cell and replaced the electrodes. A clear root cause can not be determined for this event.